Event description:
Coiling treatment of a previously ruptured aneurysm. It was reported during axium coil (3d) placement, multiple manipulations were needed to retain the coil loop inside the aneurysm. During the manipulations, it was reported the aneurysm ruptured. During placement of the 2nd axium coil (helix), loops of the 1st coil were pushed into the parent artery. The 2nd coil was not implanted. The patient went to surgery for ruptured aneurysm and reported to be ok.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Reference MDR# 2029214-2008-00001.